Event description:
Info received indicates the brake is not holding.

Manufacturer narrative:
The technician found the brake block was damaged and the casters were worn. He replaced the brake block and casters to repair the bed.